Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced m65-scale reading error warning alarms during fill 2 of 7 of treatment. A review of the patient¿s treatment records identified that the patient drained 5399 ml during drain number 1 of 6 of treatment. This drain volume is 270% the patient's largest prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed on the night of the reported event. The patient received a new cycler and resumed therapy using the new cycler without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. System air leak test and valve actuation test passed. Load cell verification passed go / no go check passed the internal inspection of the cycler showed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced m65-scale reading error warning alarms during fill 2 of 7 of treatment. A review of the patient¿s treatment records identified that the patient drained 5399 ml during drain number 1 of 6 of treatment. This drain volume is 270% the patient's largest prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed on the night of the reported event. The patient received a new cycler and resumed therapy using the new cycler without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.